Event description:
This was a "last chance" vascular intervention conducted in the cath lab to reinstate blood flow to the pt's right, distal sfa. Femoral access was gained, 7f sheath inserted, followed with a choice pt guidewire, using a retrograde approach, pilot channel established with a 2.0 te. The md began lasing with the turbo tandem in the distal sfa and encountered significant stenosis. At this point, the md lased with increased force, admitting he was "forcing it through the stenosis." The pt's physical size increased the difficulty of device usage, his body reportedly "pressing down against the device." Upon removal of the device the md encountered difficulty and increased the pull strength on the device. When the device released and was removed it was obvious the distal tip of the device was gone. Angiogram confirmed the distal tip remained on the guidewire inside the pt. An unsuccessful attempt was made to snare the distal tip with an en-snare. Ultimately, the md balloon and stented the lesion, trapping the distal tip between the stent and vessel wall. The vessel was successfully treated and blood flow restore to pt's right leg. The turbo-tandem device is being held by the hospital's risk management department and is unk whether or not it will be returned to the MFR at this time. There were no non-conformances or issues during an internal lhr review. Info regarding the device's biocompatibility sent to the physician.